Event description:
It was reported that silicone layer of three opsite flexifix gentle 5 cmx5 m sticks to the cover film and does not come off properly. No case involved; therefore, no other complications were reported.

Manufacturer narrative:
H3, h6: the device intended for use in treatment has not been received at this time for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause is a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.